Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 52 mg/dl, customer over corrected it and ended up with a high blood glucose of 363 mg/dl. Customer declined troubleshooting for the low and high blood glucose. Customer stated that he has been having trouble with sensors not working very long. Customer stated that he is getting calibration not accepted and change sensor. Customer does not report consecutive change sensor alerts with different sensors. Customer received a change sensor alert after a calibration not accepted. The device will be returned for analysis.